Manufacturer narrative:
The investigation was completed. Data review: data logs confirmed pump was in improper position corresponded with the time hemolysis was reported per clinical description that triggered alarms impella position in ventricle/aorta. Logs also showed multiple ps low and suction alarms triggered when pump was in improper position. No other issues were found on the logs. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely due to pump was in improper position since the pump was pulled back too far to aortic area. Device in wrong position: the cause of device in wrong position was most likely use related since the pump was pulled back too far to aortic area. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis - ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had a patient who had diagnostic left heart catheterization with severe disease noted in his coronary tree. The team decided to implant an impella cp for support as the patient was in cardiogenetic shock. During support, labs returned hemolyzed with dark red urine and multiple suction alarms were noted. The impella appeared too deep with "placement signal low" alarms. The physician attempted bedside repositioning, and despite cautiously backing out the catheter as it was pulled too far back into the aorta. While repositioning the alarms flipped from "in aorta" to "in ventricle". Repositioning was paused but the alarms continued back and forth. The pump appeared to be in aorta rather than the ventricle with subtle pulsatility noted on the motor current. An echocardiogram was called to guide advancement, however, due to poor imaging windows availability the canula could not be visualized well/at all. After several attempts and advancing the catheter seven centimeters, the team decided to reposition in the catheterization lab. The patient continued to decompensate and was maxed out on pressor and respiratory support. The patient arrived to the lab in grim condition with mottled extremities, and oxygen stats were in the 70's to low 80's and a blood pressure was in the 40's/30's, and only detectable by impella. The pump was visualized with inlet well above the aortic valve but was easily repositioned. Unfortunately, the patient coded while the lab and did not respond well to resuscitation. After a short period of time all supportive measures including impella were discontinued and the patient expired.